Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported stimulation coverage was primarily in the right hip into leg and/or right abdomen with both lead arrays. The consumer missed his original post-op appointment and stimulation had not been turned on prior to the (B)(6) 2016 appointment. The consumer denied any falls or excessive physical activities. At implant, lead impedances were within normal limits intra-operatively. In pacu, he stated that coverage was appropriate and impedances were within normal limits. At the appointment, impedances were >10,000 for all electrodes. The consumer was scheduled for a chest CT and chest x-ray for lead placement. The representative reviewed maintaining a charge level of at least ½ full. Additional information from the representative on 18-may-2016 reported that the pocket site appeared reddened and inflamed. The physician was being requested to explant the device. The consumer refused to treat site in effort to save the device and refused a lead revision. Indication for use included spinal pain and lumbar radiculopathy.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the lead had not migrated but the doctor felt that the patient's true physiological midline was more to the left that what was expected. The patient insisted on explant. The pocket was infected at time of explant. Infection etiology was not provided. The system was not retrieved by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.